Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based on the info received from the international service center visual and functional examination, the unit was found to require: pump wire and software modified, mechanical upgrade performed, lemo footpedal connector secured with loctite 242 and the mains socked bonded with epoxy. The following were replaced: fastening material and vso replaced. The unit was cleaned and calibrated. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module was returned to the international service center for an unk reason. No further info is available. No reported pt consequence.